Event description:
Healthcare professional reported, "patient intolerance - patient request to have band removed. Barium swallow normal issue with dysphagia. Band empty." The band was removed and will be returned. Followup-findings: the pt had the first barium swallow, which was normal. Four months later, the dysphagia stated getting worse. Four months after than, another barium swallow was done on the day of the explanation and it was normal as well.

Manufacturer narrative:
Taper ii. . The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Dysphagia and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.